Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed left external iliac artery. A 7.0x29mm x 80cm otw omnilink elite stent delivery system (sds) was advanced to the lesion without resistance, and the balloon ruptured circumferentially during inflation at 12 atmospheres. The stent successfully deployed and implanted at the intended site, fully apposed to the vessel wall. The entire sds was removed from the patient anatomy without issue and no portion of the balloon remains in the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the balloon rupture is the result of interaction with anatomy or associated devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.